Event description:
It was reported that loss of capture was observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events of no capture and high threshold were not confirmed. Visual inspection of the lead found no anomalies. Electrical testing revealed no indication of conductor fractures or internal shorts.